Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 425 mg/dl. Customer treated their high blood glucose with a correction bolus via insulin pump. Customer advised they changed out their entire set and reservoir. Customer advised their blood glucose levels remained high but they declined to troubleshoot at this time. Customer advised they would change out their set one more time and use their backup plan if needed.